Manufacturer narrative:
The customer had been provided with part numbers for repair. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.

Event description:
It was reported that when the ventilator was powered on, it had an error code indicating alarm light emitting diode (led) failed. There was no patient involvement.